Event description:
(B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to bent cannula which the patient tried to treat with a bolus and changed the infusion set. Patient's highest blood glucose level was over 600 mg/dl. Subsequently, on (B)(6) 2019, the patient was hospitalized for high blood glucose level and diabetic ketoacidosis. During hospitalization, the patient received long acting insulin and injections of fast acting as corrective treatment which resolved the issue. Prior to hospitalization, the patient received low power alert, fill cannula alert and incomplete bolus alert. The infusion had been in use for four hours and there was no permanent damage to the patient. Reportedly, the patient was set to be released on (B)(6) 2019, however on the day of this report, the patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.